Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range impedances above 3000 ohms for the last year. There was no noise observed. Technical services (ts) was consulted to check if it was possible to perform a magnetic resonance imaging (MRI); however, further guidance was provided to consult with the physician. This device remains in-service at this time. No adverse patient events were reported. Additional information was received stating that further evaluation had been conducted. High out of range pacing impedances with values greater than 3000ohms to 800ohms were noted in the stored data; however, impedances were noted to be stable during in clinic evaluation along with thresholds and sensing. Furthermore, no noise was reproduced. This rv lead remains in-service at this time. No adverse patient events were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range impedances above 3000 ohms for the last year. There was no noise observed. Technical services (ts) was consulted to check if it was possible to perform a magnetic resonance imaging (MRI); however, further guidance was provided to consult with the physician. This device remains in-service at this time. No adverse patient events were reported.